Event description:
Basal cell carcinoma on his nose [basal cell carcinoma face]. Case narrative: initial information was received on 14-aug-2023 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 78-year-old male patient who had basal cell carcinoma on his nose with the use of the medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included had prostate cancer in 2014 in which he had his prostate removed. The patient's past medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee at a dose of 6 ml 1x(once) at strength: 48 mg/6 ml unknown: route, and expiry date (lot - crsl034) for severe osteoarthritis. Information on batch number and expiry date was requested. Patient recently had surgery for basal cell carcinoma on his nose (basal cell carcinoma) (onset date and latency: unknown) on the 10th. Corrective treatment: surgery for basal cell carcinoma. Outcome: unknown. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant and intervention required for the event of basal cell carcinoma. A product technical complaint (ptc) was initiated on 14-aug-2023 for " synvisc-one" (lot/batch number: crsl034 and expiry date: unknown) with global ptc number: 100352184. Site sample status: not available and investigation was still in process. Additional information was received on 14-aug-2023 from quality department. Ptc details and strength were added.

Event description:
Basal cell carcinoma on his nose [basal cell carcinoma face] case narrative: initial information was received on (B)(6) 2023 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves 78 years old male patient who had basal cell carcinoma on his nose with the use of the medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient had prostate cancer in 2014 for which his prostate was removed. The patient's past medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee at a dose of 6 ml 1x(once) at strength:48 mg/6 ml (lot - crsl034, expiry date: 31-aug-2025, with unknown route) for severe osteoarthritis. Information on batch number and expiry date was requested. Patient recently had surgery for basal cell carcinoma on his nose (basal cell carcinoma) (onset date and latency: unknown) on the 10th. Action taken: not applicable corrective treatment: surgery for basal cell carcinoma. Outcome: unknown. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant and intervention required for the event of basal cell carcinoma. A product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc-one (lot/batch number: crsl034 and expiry date: 31-aug-2025) with global ptc number: (B)(4). The sample status was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 16aug23). The production and quality control documentation for lot # crsl034 expiration date (2025-08) was manufactured on 22sep22 packaged 5086 singles were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # crsl034 no CAPA (corrective and preventive action) is required. As of (B)(6) 2023 there are 8 complaints on file for lot# crsl034 and all related sublots. 1 complaint is on file for lot#crsl034a: (1) luer lok system damage. 7 complaints are on file for lot# crsl034: (1) packaging issue, (5) adverse event reports and (1) luer lok system damage. Sanofi will continue to monitor complaints and trending to determine if a CAPA is required. The final investigation was completed on (B)(6) 2023 with summarized conclusion as no assessment possible. Additional information was received on 14-aug-2023 from quality department. Ptc details and strength were added. Text amended accordingly. Additional information was received on 05-sep-2023 from quality department. Ptc results was added along with expiry date. Text amended accordingly.

Event description:
Basal cell carcinoma on his nose [basal cell carcinoma face]. Case narrative: initial information was received on 14-aug-2023 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 78-year-old male patient who had basal cell carcinoma on his nose with the use of the medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included had prostate cancer in 2014 in which he had his prostate removed. The patient's past medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee at a dose of 6 ml 1x (once) at an unknown strength, route, and expiry date (lot: crsl034) for severe osteoarthritis. Information on batch number and expiry date was requested. Patient recently had surgery for basal cell carcinoma on his nose (basal cell carcinoma) (onset date and latency: unknown) on the 10th. Corrective treatment: surgery for basal cell carcinoma. Outcome: unknown. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant and intervention required for the event of basal cell carcinoma.

Manufacturer narrative:
Sanofi company comment dated 20-aug-2023. This case involves a 78-year-old male patient who had basal cell carcinoma on his nose with the use of the medical device hylan g-f 20, sodium hyaluronate [synvisc one].based on the information received, causal role of the company suspect product cannot be excluded. The case will be re-evaluated post-further update regarding concomitant medications. Furthermore, the role of past medical history cannot be ignored.